Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the diathermy caused a burn to the consultant's left index finger. The surgeon was given paracetamol and another surgeon was called to come to complete the operation. The diathermy forceps removed and checked and another pair of diathermy forceps were sourced for the case.